Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: wen, d., wang, x., chen, r., li, h., zheng, j., fu, w., liu, d., xie, x., you, c., zhang, c., & ma, l. A propensity score¿matched study on the short-term outcome of ruptured blood blister-like aneurysm treated by microsurgery or endovascular surgery: a single-center study of 155 cases. Neurosurgical review 45(6):3789-3800 2022. Doi:10.1007/s10143-022-01887-0. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study discusses the treatment of blood blister-like aneurysms (bba) and compares the outcomes of microsurgery and endovascular treatment. The time frame of this study was: the study collected data from patients admitted from january 2012 to december 2021. The following medtronic devices were used: it was reported that pipeline embolization devices were used for flow diversion. There were 95 total patients in the endovascular group, 7 of which underwent flow diversion (5 flow diversion only, 2 flow diversion + coiling). The manufacturer was not specified for other devices used in the study. Deaths occurred in the study population. There were 4 deaths reported in the endovascular group. The text does not specify the causes of death or what treatment the patient received. Among patient adverse events included: the following adverse events and outcomes were reported in the endovascular group. The text does not specify what treatment the patients received: 26 cases of vasospasm. 1 case of intraoperative laceration. 2 cases of postoperative bleeding. 9 cases of large-area brain infarction. 6 cases of relapse or residual aneurysm. 1 case of terson¿s syndrome (visual impairment). 7 cases of moderate disability with no living independency. 3 cases of severe disability with no living independency. No further information was provided pertaining to medtronic products.